Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a force sensor test error in the event history log (ehl). The customer reported product problem was reproduced during functional testing. The force sensor failed to calibrate. There was no external damage on the force sensor. The problem source of the reported product problem was unknown. A root cause was not established. The sensor and plunger cable were replaced to address the product fault.

Event description:
It was reported that the medfusion pump failed the force sensor calibration. No patient injury or complications were reported in relation to this event.